Manufacturer narrative:
The user facility submitted medwatch (B)(4) for this event. The device was not received for evaluation; therefore, a device analysis could not be completed. The user reported that the tubing was kinked in the narcotic lockbox, however the pump was not alarming. The reported problem description may be related to fa 2021-056, which is associated with reinforcing proper IV line setup and detection of upstream occlusions for spectrum pumps. The pump may not detect or may be slow to detect a partial occlusion. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump was being used for patient infusion of levophed when the patient blood pressure (bp) reading was noted to be below the expected goal without a definitive cause at the critical care unit (ccu). The levophed drip was titrated up with mild improvement fifteen minutes later. Thirty minutes later ,the blood pressure was even lower than the previous readings. Reportedly, the tubing set was kinked in the narcotic lockbox and completely occluded. The pump did not alarm at all during this time. No additional information is available.